Manufacturer narrative:
A ge service representative performed an on site investigation. A fuse was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system produced a generator system error. No patient injury was reported.